Event description:
The customer stated that he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 442 mg/dl during the phone call. The customer stated he changed the infusion set two days ago. No troubleshooting was done as the customer was not feeling well during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.